Manufacturer narrative:
Continuation of medical devices: product ID 3057, implanted: (B)(6) 2018, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they felt that one of the leads may have moved because they were turning the stimulation up and was not feeling anything. They were told to try increasing stimulation to see if that would resolve the issue. No further complications reported/anticipated.